Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer stated the frame broke at a weld.

Manufacturer narrative:
The return evaluation documented on the return fields in oracle is defined as: weld broke at the seat.

Event description:
Dealer stated the frame broke at a weld.